Event description:
The customer reported that the device fails op check with multiple failure messages.

Manufacturer narrative:
(B)(4). The customer reported that the device fails op check with multiple failure messages. The device was evaluated at philips. The symptom was verified. The issue was localized to the power pca, which was replaced to resolve the failure.